Manufacturer narrative:
A synergy ous mr 3.00mm x 48mm stent delivery system (sds) was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid-section and proximal region were lifted from the crimped stent position. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2021. It was reported that crossing difficulties occurred. The 75-80% stenosed target lesion was located in a severely tortuous and severely calcified anatomy. The 3.00 x 48 synergy drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient status was fine. However, returned device analysis revealed stent damage.